Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced an insulin delivery occlusion with a contact detach 23" 6 mm infusion set, noted after a supply change, with troubleshooting confirming drops from the tubing when disconnected and no visible kinks or leaks, and the event resolved with continued use after reconnection and monitoring. Symptoms included hyperglycemia with a reported peak of 321 mg/dl and elevated glucose above 180 mg/dl for approximately four hours, without ketone testing, medical intervention, or emergency care. Outcomes included transient hyperglycemia without injury or need for assistance, with glucose returning to range after follow-up. Investigation included remote troubleshooting and user guidance to acknowledge the alert, inspect the infusion set and tubing for occlusion, verify flow by pressing and holding for drops, and reconnect. Investigation of this case revealed no visible mechanical damage to the infusion set or tubing and adequate insulin flow when tested, consistent with a transient occlusion or flow restriction that cleared after reconnection and monitoring. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive but consistent with intermittent infusion set or site-related flow resistance.